Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, irrigated the neck pocket with antibiotic solution, repositioned the stimulation lead beneath the tissue, re-sutured, and closed. Postoperative antibiotics were prescribed after the procedure was completed.